Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation/irritation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side that they experienced the events of "bad pains in right breast¿, ¿swelling, hotness¿, and ¿extra thick scar tissue on capsules¿. Reported events of ¿developed bad allergies over time¿, ¿brain fog¿ and ¿generally a feeling of tiredness, fatigue¿ are considered not device related. Device has been explanted.